Event description:
The international customer reported the ventilator would not power on via ac power. The customer reported there was no patient involvement. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to address the reported problem and the unit is back in use.